Event description:
On 12/24/2007 the pt reported that he noticed condensation in the cartridge compartment of his infusion device over the past couple of weeks. The stated that he believed the condensation to be insulin that dripped from the tip of the insulin cartridge upon insertion. He stated that he does not attach the adapter and infusion tubing to the insulin cartridge before insertion. He was advised to dry the cartridge compartment. No physiological effects were reported. Upon f/u in early 2007, the pt stated that there were no signs of moisture in his infusion device. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No prod will be returned for eval.

Manufacturer narrative:
No prod will be returned for eval.